Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 type of investigation code was updated.

Manufacturer narrative:
A. Patient information is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that while the impella device was in use, the automated impella controller displayed a controller error. Despite the error message, the controller did not require replacement, and support was successfully continued using the same device. No additional event details were provided. There were no reported signs or symptoms of patient injury, and no harm was associated with the event.

Manufacturer narrative:
The device was returned d9 updated.

Manufacturer narrative:
Additional information was received that stated the device was exchanged therefore changed this from a malfunction to a serious injury. B1, b2, b5, h1 were updated. H6 health effect codes were changed from e2403/f26 to e2343/f1905.

Event description:
Clinical rationale: aic failure occurred and an automated impella controller (aic) exchange was performed. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.